Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One 6fr angioseal vip was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath assembly, foil package and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The hemostasis sheath was found to have been cut near the distal tip. The anchor had not deployed and was visible within the cut at the distal tip. No other signs of damage or deformation to the device were identified. Functional testing cannot be performed due to the condition of the returned device. The complaint was able to be confirmed for a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that as the physician pulled back the angio-seal device he pulled the whole system out of the artery. There was no anchor, collagen and suture. They believe that these components are probably still inside the sheath. Manual compression was done. No significant delay of the procedure. Patient has been treated as intended. No information about the amount of blood that the patient lost. The physician wanted to be sure that no anchor or collagen was left in the patient. Therefore, he cut the sheath of the angio-seal device and found the components inside the sheath. Additional information was received on 12 jun 2023: the procedure sheath size used was 6f. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.